Manufacturer narrative:
(B)(4). Device had broken belt clip rail. Device had cracked case battery side and cracked battery tube threads. Device received with retainer glued to reservoir tube. Reservoir was able to lock in place. Device passed displacement test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the reservoir lip ring was damaged. Customer¿s blood glucose level was unknown. Customer also stated that the lcd screen was scratch and battery cap was damaged. The device will be returned for analysis.